Manufacturer narrative:
Added: b1 (is product problem), d3. Corrected: d4 (serial & catalog). Renal failure: the cause of the injury was not determined due to insufficient clinical details. Mechanical interaction with blood/hemolysis: the cause of the mechanical interaction with blood could not be determined as no product was returned and no definitive cause was observed from returned data logs.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 76-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the use of the cp the patient was supported by inotropes, vasopressors, and oxygen for respiratory needs. The underlying medical history was not shared. The cp was supporting when on the day after implant there was hemolysis signs observed. The team troubleshot by pump repositioning. The ldh labs were to be monitored and the pump's p-level reduced. These measures did not resolve the hemolysis and the team placed the patient on dialysis for the kidney failure. After 48 hours of support the team and family made decision to withdraw care and patient expired. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. The death is being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d and the decision to withdraw care.